Manufacturer narrative:
Corrected information was provided in sections: d4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic system exhibited infusion with occlusion during retina surgery, using different cassettes. Screen out of calibration, the button to turn on the light port was pressed even without selecting it. Patient and procedure details were not reported. No patient harm was reported.

Manufacturer narrative:
Additional information is provided in sections d.4, d.9, h.3,,h.4 ,h.6 and h.11. The company representative was able to replicate the reported event. The illuminator was replaced and the touchscreen was recalibrated to address those issues. There was no information pertaining to the infusion issue listed in the servicing record. However, the system was tested and then was found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to the non-conforming illuminator and display touchscreen. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).